Event description:
It was reported that right atrial (ra) lead was explanted due to suspected micro fracture. Also a broken piece of stylet was found that remained in the lead from original implant. Lead had intermittent noise. No additional patient adverse effects were reported.

Event description:
It was reported that right atrial (ra) lead was explanted due to suspected micro fracture. Also a broken piece of stylet was found that remained in the lead from original implant. Lead had intermittent noise. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains a correction to h6 patient codes as well as h6 device codes to correctly code for the allegations that were included in field b5.